Manufacturer narrative:
Complaint devices were not returned for evaluation. Upon investigation, no anomalies were observed in the device history records of opsinsight which may have caused or contributed to this event. All operating procedures in the ops process were performed correctly ¿ there is no clear indicator for why this patient had a revision. Post operative imaging would be needed to confirm whether implants were delivered as planned. There is no clear reason from the pre-operative plan and associated delivery guides as to why this patient had a revision. Based on the above information, optimized ortho has concluded that this event was unrelated to the use of ops technology. There is no evidence to suggest that this issue is systematic. Therefore, no further corrective or preventive action is deemed necessary. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
An investigation into this event has been launched. An update about root cause investigation results will be provided by oo in subsequent follow up reports. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.

Event description:
Liner & head revision due to dislocation.